Manufacturer narrative:
The getinge field service engineer (fse) reported that he replaced the batteries. The fse completed the preventive maintenance (pm) with full calibration, functional testing and safety check to factory specifications. The iabp passed all functional and safety tests per factory specifications, and was returned to the customer, cleared for clinical use. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
During daily maintenance the customer discovered that the cardiosave intra-aortic balloon pump (iabp) batteries failed. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
This corrective report is being sent to depict that this event occurred during a "preventative maintenance" performed by a company representative. Corrected fields : (event description), (operator of the device), (initial reporter), (report source) the initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(4) .

Event description:
During a pm service, the (B)(4) field service engineer (fse) discovered that the cardiosave intra-aortic balloon pump (iabp) batteries failed. There was no patient involvement and no adverse event was reported..